Manufacturer narrative:
The monitor and electrode belt have not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download.

Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2025 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 10:35:07 on (B)(6) 2025. An arrhythmia was detected at 05:41:08 on (B)(6) 2025 with response button use. ECG shows sinus rhythm @ 60 bpm degrading to vf with varying amplitudes. The detection stopped at 05:41:34. The device shut down at 05:41:44 on (B)(6) 2025. The device properly detected vf. Response button use prevented the lifevest from treating the patient.